Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared however, customer's personal profile was erased after the pump reset. Tandem technical support verified that customer had a t:connect account to obtain settings. Customer declined further assistance for this matter, and insulin delivery was successfully resumed. Customer¿s blood glucose level was 159 mg/dl.